Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a software problem screen on the controller. It was noted that the software problem screen was not displaying at the time of the call, and the patient didn't have any more specific information about the contents of the error screen. It was also reported that the patient had difficulty charging the ins. It was reported that the patient had only charged the ins 2 ¿ 3 times, but each time it took them forever to. The patient stated that they were not able to find the best spot to place the recharge antenna and they usually get poor recharge quality. It was reported that the ins needed to be charged, and the controller showed a ¿no device found¿ screen. The patient was instructed to move the recharger closer to the ins and a screen 16 error was displayed. The patient plugged in the controller to charge. No symptoms or complications were reported. On (B)(6) 2019, additional information was received from the patient. It was reported that they couldn't recall the specific wording of the error and thought that they reported it to customer service. No symptoms or complications were reported. On (B)(6) 2019, additional information was received from a patient via a manufacturer representative (rep) reporting that when the patient was charging they were seeing excellent to good coupling, but it was taking a long time to charge. The rep stated yesterday, the patient charged for one hour and they were seeing excellent/good coupling and the ins was not charging. The rep reported that they were with the patient now and it was charging at 40 percent with excellent coupling. It was reported that the patient¿s ins was in a good spot, but the ins was slightly tilted. They reported that they would educate the patient where to place the paddle. It was reported that the issue was resolved. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep).it was reported that the patient had an area of adipose tissue that made it appear that the ins was ¿tilted¿. In reality, it was not. A couple of positional adjustments were made (i.e. Moving the antenna a bit lower) and the coupling was perfect. The patient subsequently reported normal charging. No further complications were reported.